Manufacturer narrative:
D10: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 320-08-38 - glenosphere exp 38mm +4mm offset. (B)(60 320-15-06 - rs glenoid plate ext cag +10mm cage peg. A087831 320-38-13 - 145-deg pe 38mm const hum liner +2.5. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient reported experiencing a clunk when working out. It was discovered that the patient's polyethylene liner had disassociated from the tray. As a result, the patient underwent a left shoulder revision approximately 8 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from user conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.